Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdm094, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation on (B)(6) 2019 and suture was used. During the procedure, the suture separated from the needle as the suture was passing through the outer layer of tissue. Additional suture from a different lot were used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.